Event description:
The wife reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was from pancreatic cancer. The customer's blood glucose at the time of death was unknown. The caller also reported the customer had kidney failure prior to passing away. It was also found the customer's pancreatic cancer was a result of their diabetes complication. The caller reported the customer did not use sensors and it was unknown if the customer was wearing one at the time of death. It was also found the customer was wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.